Event description:
Legal counsel for patient reported patient underwent a hip procedure on (B)(6) 2011. Subsequently, patient's legal counsel reports patient allegations of personal injury. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces.

Event description:
Legal counsel for patient reported patient underwent a hip procedure on (B)(6), 2011. Subsequently, patient's legal counsel reports patient allegations of personal injury. There has been no reported revision procedure to date. Additional information received from patient's legal counsel report patient allegations of pain, inflammation, damage to surrounding bone and tissue, impairment, metallosis, lack of mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.